Manufacturer narrative:
(B)(4). Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood and contrast in the balloon and in the inflation lumen. The balloon was loosely folded. There was no damage noted to the balloon catheter. A new indeflator, filled with water, was used to pressurize the balloon to rbp of 18 atm to check for leaks or rupture, but the balloon would not inflate. The sds was left pressurize overnight. There was a pinhole in the balloon, 2 mm proximal to the distal marker. There were scratches near pinhole for a length of 6 mm. Product performance engineering reviewed the case description. Factors that may contribute to balloon damage may include manufacturing, materials, patient anatomy, patient disease state, associative device interaction, lesion tortuosity, over inflation, or insufficient preparation prior to use. The balloon catheter was returned with blood and contrast and the balloon was loosely folded, which confirms that an attempt was made to use the product and a rupture occurred within the patient anatomy. Analysis of the returned product was able to confirm the reported balloon rupture as a pinhole was noted 2mm proximal to the distal marker. In addition, there were scratches located near the balloon pinhole. Scratch damage observed to the balloon outer surface suggest that the balloon may have become mechanically damaged at some point, possibly due to interaction with the associative products or patient anatomy, which was moderately tortuous and calcified. This type of damage can weaken the balloon material such that during the attempt to inflate the balloon a rupture occurs. The investigation determined no-nonconformance found as all of the finished good lots using this material had acceptable balloon blow data. The sub assembly lot was deemed acceptable. The lot history review also determined that all units destructively tested during the reliability engineering met the manufacturing criteria for minimum rated burst pressure. Based on the analysis of the returned product and case details, the reported balloon rupture to be related to circumstances of the procedure. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the balloon ruptured at nominal during inflation. No additional event or patient information is available.